Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The deformation, break and tear were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the guidewire may have been prolapsed or the angle of insertion was not aligned with the tissue trac which caused the device to bend at the sheath to guide junction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional percutaneous coronary interventional (pci) procedure. Reportedly, during insertion of the prostyle device into the patient¿s anatomy, the sheath bent along the shaft and became frayed [break]. The prostyle device was subsequently removed, and no portion of the device remained inside the patient. Use of the prostyle device was abandoned. The same sheath size was used and the pci was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.